Event description:
It was reported that the customer inadvertently damaged multiple cartridges by pulling on the cartridge tubing. There was no reported adverse impact to customer's blood glucose. Customer used another cartridge resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.